Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) has fiber optic module failure and the fo connector/input defective.there was no patient involvement.

Manufacturer narrative:
Full initial reporter name: (B)(6). Updated data: b4, g3, g6, h1, h2, h11, d9, h3, e1 (initial rep name), h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Repair of the upper panel assembly (0997-00-0644), fiber optic jumper(0012-00-1808), fiber optic sensor (0040-00-0437), fo cable ext (0012-00-1562), patient connector (0334-00-1811) was replaced because the fo entrance (flap) was damaged. All functional and safety test were performed.

Event description:
N/a.